Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl). Bg was addressed with a bolus via the pump and the pump supplies were changed. While troubleshooting, the customer thought that the pump settings may need to be adjusted. Tandem technical support advised the customer to discuss the event with a healthcare provider.